Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was over 240 mg/dl. The customer "hit resume insulin" and insulin delivery resumed. The customer declined tandem technical support's offer to troubleshoot.